Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was no longer working. The customer's blood glucose level was 146 mg/dl. Reportedly, the customer was able to access the pump features by plugging the pump into a power source. Reportedly, the customer would continue to use the current pump for therapy but also has manual injections available.